Event description:
Doctor performed a femoral head orif. While he was inserting a 2.5x40 headless stryker mini screw, the screw broke off leaving half of it in the patient¿s bone. Also, while he was inserting a 3.0x40 headless stryker mini screw the screw bent so it was not able to inserted. Added time to the surgery (5-10 minutes). Additionally reported: the surgeon switched to using 3.5 non-locking screws from the variax 2 core tray to finish the surgery.

Manufacturer narrative:
Correction: refer to h6 method, results & conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since x-rays were provided, the opinion of a medical expert was requested. His statement is as follows: " [...] These type of fracture usually occur in young patients and are most commonly caused by high energy trauma. First of all I would consider this to be off label use (crba mini screws, indication statement does not include femoral head) [...]" Indeed, the devices are not indicated for the fractures of the femoral head. Therefore, based on investigation, the root cause was attributed to be user related. The failure was caused by off label use of the product. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
Doctor performed a femoral head orif. While he was inserting a 2.5x40 headless stryker mini screw, the screw broke off leaving half of it in the patient¿s bone. Also, while he was inserting a 3.0x40 headless stryker mini screw the screw bent so it was not able to inserted. Added time to the surgery (5-10 minutes). Additionally reported: the surgeon switched to using 3.5 non-locking screws from the variax 2 core tray to finish the surgery.